Manufacturer narrative:
Evaluation results: one portex tracheostomy tube (blue line ultra) was returned for investigation. The sample was visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample. The sample was then submerged under water in order to look for leaks. A leak was detected in the pilot balloon. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause was that the pilot balloon became damaged after it left the manufacturing facility. A definitive root cause was not established however.

Event description:
Information was received that a smiths medical portex cuffed blue line ultra suctionaid tracheostomy tube, leaked from the cuff after the patient removed it, no adverse patient effects were reported.